Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood was observed on the adhesive pad. The download data reported an 0x3d alarm. Damage was found at the 90-degree bend, indicating improper installation of the formed needle, which was not seated in the slide retract. This improper seating caused the failure of the needle to retract. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 388 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found cannula had not deployed as intended.